Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for call was patient said the healthcare provider (hcp) put the device in wrong and it's causing them a lot of trouble. Patient said they went to get an MRI and they couldn't do it because the device could not be removed due to off label implantation. Patient stated that they are seeing a new hcp in regards to getting the device revised, and they were notified that their lead is placed in their rectum. Patient also the battery no longer works on their implant. The patient was redirected to their healthcare provider to further address the issue. Patient asked if their are any recalls on the device. Agent reviewed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-41 (lot: va0f6wm); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.